Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 500 mg/dl with a high level of ketones. The customer indicated that the site was changed and insulin delivery was resumed. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.